Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving morphine via an implantable pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a consumer regarding a patient receiving morphine via an implantable pump. It was reported that the patient had stated that he has been having trouble connecting to the pump with his ptm (personal therapy manager). It takes approximately 5 min when he gets to 90% connectivity. The patient was also reporting that he will try to deliver a bolus, the ptm will "stall" and then it will say that he has one less bolus, but never received confirmation that one was delivered. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was they checked the therapy details. There may be a change required with the lockout interval and bolus time frame, and they were planning to meet with patient next week. The actions and interventions taken to resolve the issue was noted as meeting with the patient next week and they had the patient contact the manufacturer because it couldn¿t be determined the cause of the issue. The issue was not resolved at the time of the call, and it was noted that the healthcare provider would not have any further information regarding the event.